Manufacturer narrative:
The device is used for treatment, not diagnosis. The device is an instrument and not implanted/explanted. Returned to manufacturer on 1/27/2014. Date received by manufacturer 1/11/2014. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of service repair history records and additional evaluation have been requested. Placeholder

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from awareness date was reviewed. The item was previously returned for service on (B)(6) 2013 due to only works in reverse. A service request for this item was called in on (B)(6) 2013 for started smoking. The previous service condition of only works in reverse is not relevant to the current complained issue of started smoking. The manufacture date of this item is 11-oct-2010. The source of the manufacture date is the release to warehouse date. Corrected data: changed name to (B)(6).

Event description:
It was reported on (B)(4) 2014 by the synthes service engineer technician that the battery reamer/drill (part # 530.605, lot# 4484) was returned for service under complaint (B)(4), indicating the device started smoking during pre-testing. During the manufacturing evaluation of the device for complaint (B)(4), it was also observed/noted that the battery reamer/drill was making an unusual noise, had low power, and the trigger was sticky. (B)(4).